Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. The entrapment of device is related to procedure conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it is likely the cause of the reported entrapment and difficulty to open or close was the suture wrapped around the foot, or the foot caught on tissue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a prostyle was deployed; however, the footplate would not close. The device could not be removed from the vessel. A cut down was used to remove the device. The procedure was abandoned. An unspecified method was used to achieve hemostasis. There was reported clinically significant delay in the procedure. No additional information was provided.